Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly. The system operates as intended.

Event description:
It was reported that the system displayed a "kv on in error" and generator error message. The "kv on in error" may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.